Event description:
It is reported that the universal oscillating saw attachment locking mechanism was not working as expected. It was not possible to attach the saw blade into the attachment. There was no pt harm or delay reported.

Manufacturer narrative:
Universal oscillating saw attachment (B)(6) was returned for complaint investigation. Upon receipt, it was confirmed that some of the pins were no longer attached to the mounted drive shaft. No other external damage was observed. The device was repaired and returned. The root cause of the reported event is undetermined.